Event description:
Physician has expressed concern about the disposable biopsy forcep as patient underwent a biopsy on 8/24/93 and required medical and ultimately surgical intervention for bleeding on 8/28/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. The device was destroyed/disposed of.